Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had device main screen requested password. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was experiencing problems with a blue basic input/output system (bios) password screen during reboots. A field service engineer reseated the components and discovered the issue was a faulty sata (solid-state drive's serial advanced technology attachment) cable for the solid-state drive, which needed replacement. The fse followed the instructions outlined in the ''pyxis medstation enterprise system hard drive and installed the new kit, which included a mounting plate and cable''. The station was powered on and rebooted several times successfully, with no blue basic input/output system (bios) password request screen appearing during the multiple reboots. The system functioned as intended after the field service engineer repaired the device.